Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Visual examination of the returned product identified nicks and scratches to both inner and outer spherical surfaces from attempting to implant. Anti rotation scallops on the elevated rim side show deformation and indentation damage. No other damage was noted. Visual and dimensional product identifiers were found to be conforming. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). D10: cat# 00875304801 lot# 65461412 48mm o.d. Size gg porous uncemented with cluster holes shell use with gg liners. G2: foreign: china. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery the liner would not assemble to the cup. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.